Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse ran master curve material and quality controls which resulted within range. The cause of the estradiol precision issues is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument stated that issues were observed with quality controls and precision with estradiol. The customer stopped running patient samples on the instrument until the issue was resolved. The customer ran four patient samples which were previously run on the instrument two times to check precision and obtained imprecise results. Those results were not reported to the physician(s) and no corrected reports were sent. It is unknown what the original results were for the four patient samples run or if they had been obtained while the customer was experiencing issues with quality controls and imprecision on patient samples. There are no reports of patient intervention or adverse health consequences due to the estradiol imprecision issues.